Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6)stating, "the air/water socket at the lg plug is loosened and leaky", involving pentax model ec38-i10cf2/serial (B)(4). The event was reported to have occurred prior to a procedure. No other information was provided at the time of the report. The device was returned to pentax pentax europe (B)(4)

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the lg cable connector housing a-c0002 leak. Based on the result, it was caused due to an excessive force applied on the lg cable connector housing a-c0002. Correction information: 30-day follow-up #1, coding changed based on the investigation result: health effect - clinical code, health effect - impact code, investigation findings, investigation conclusions additional information: correction, additional information, device evaluation, component code. This report is being filed as part of the pentax backlog management plan.